Event description:
It was reported that a patient had an initial right metal on metal total hip arthroplasty. Subsequently, the patient was revised approximately 14 years later due to elevated metal ion levels. During the revision, gray stained tissues were encountered from trunnionosis. The initial metal head was replaced without complications. The initial shell and stem remained intact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: high levels of chromium and cobalt in blood, gray staining of tissues, and metallosis where head was removed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.